Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2020-00001 to 3012447612-2020-00008 and 3012447612-2020-00008 to 3012447612-2020-00012.

Event description:
It was reported that during the procedure three pedicle screws were implanted and removed after eight set screws were stripped in the pedicle screw tulip heads. Alternate implants were used to complete the case. There was a greater than 30 minute delay but no reported patient impacts. This is report ten of eleven.

Manufacturer narrative:
Additional information in b4, d4 (UDI), d10, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. The visual inspection found signs of use but no abnormal damage. A functional test found that the tulip head has limited motion and no longer maintains full polyaxial motion. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. A definitive root cause cannot be determined.

Event description:
It was reported that during the procedure three pedicle screws were implanted and removed after eight set screws were stripped in the pedicle screw tulip heads. Alternate implants were used to complete the case. There was a greater than 30 minute delay but no reported patient impacts. This is report ten of eleven.